Event description:
Capsular contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsular contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.